Event description:
It was reported that during a right hemicolectomy procedure the device functioned as intended, and the staple line was intact. Eleven days postoperatively the pt developed a fascial dehiscence. An additional procedure was required, and the original staple line was noted to have a small opening at the crotch of the anastomosis. There were no additional pt consequences.